Manufacturer narrative:
All available patient information was included. Additional patient details are not available. Review of complaint activity associated with the complaint lot identified normal complaint activity. Review of tracking and trending reports for the architect troponin-I assay did not identify any related trends. Return testing was not completed, as returns were not available. Accuracy testing was performed using panels, which mimics patient samples, and an in-house retained kit of lot 88195un19 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Manufacturing documentation for the likely cause lots were reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect troponin-I assay was identified. Based on the information provided and abbott diagnostics' complaint investigation, no product deficiency was identified.

Event description:
The customer observed a false positive architect stat troponin-I result on one patient. The following data was provided: sample ID (B)(6) initial, on (B)(6) 2020, was 88.08 ng/ml. The physician questioned the results. Sample was repeated on another architect analyzer, serial number (B)(4), result was <0.01 ng/ml. A few days later, the sample was repeated on the original architect analyzer and was 0.01 ng/ml. There was no impact to patient management reported.